Event description:
It was reported by the healthcare facility that, during a colonoscopy, the image on all display screens would intermittently be obscured by a white-blue smudge. Each occurrence was for 7 to 30 seconds. The case was completed during the periods when the normal view was regained. There were no adverse consequences for the pt.

Manufacturer narrative:
The colonoscope was evaluated by the svc ctr, where it was determined that there had been fluid invasion due to a leak.